Manufacturer narrative:
Balt USA reference #(B)(4). An evaluation of the actual complaint sample could not be performed as the device was unavailable for return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f230200383 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "while performing a bi lateral mma embolization, the physician was placing a 2x12 optiblock coil in the proximal trunk of the l middle meningeal artery. The coil was too long and herniated the microcatheter (sl-10) into the maxillary. After trying to retrieve the coil by pulling back on the pusher wire the coil on screen did not move. It was then determined the coil became detached and could not retrieved by pulling back on the pusher wire. The pusher wire was removed, and the coil had to be retrieved by deploying a trevo into the maxillary and snaring the coiling. The coil was snared and it was decided to end the case there. No patient issue. "